Manufacturer narrative:
The reported issue of broken bezel bosses was confirmed with the returned bezel assembly. When the bezel was discovered with damaged bezel bosses it had three on the left side having separated. The right side had cracks in the upper right and bottom right bezel bosses. The middle bezel boss did not appear to be damaged based on the received pictures from the field technician. The bezel when received at bd had additional damage of separated bezel bosses at the middle right and bottom right; suspect to have been damaged during shipment. There was no report of an infusion incident having occurred with this bezel assembly. Lvp ¿ sn (B)(4); manufacture date is 05/may/2014. A review of the device history file from the date of manufacture to the present was performed and no qn or prior servicing was found recorded additional comments: bezel date code: 3/14 additional comments 2: failure mode updated per (B)(4) a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported bd was onsite for bezel plastic replacement project and found a broken bezel posts in a box. There was no report of patient involvement. Although requested no further information provided,